Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician advanced the 2.25x20mm taxus express2 atom drug eluting stent (des) to the proximal circumflex (cx) and while advancing, the des came off of the stent delivery system (sds). The stent was found at the right femoral artery at the insertion site of the right femoral sheath. The physician then started another sheath just below the original right femoral sheath and was able to successfully deploy a retrieval snare and remove the des. The procedure was successfully completed with a non bsc device with no additional pt complications reported. The pt's current condition is listed as "ok".

Manufacturer narrative:
The complaint device was not returned, therefore, a technical analysis could not be performed. The mfg records were reviewed to confirm that no issues or discrepancies occurred. This records review indicates the device met all material, assembly, and performance specs. The most probable root cause of this complaint can be attributed to operational context.